Event description:
It was reported that a vns study patient was experiencing an increase in depression. The cause of the event and the relationship to vns therapy is unknown at this time. Good faith attempts for additional information have been unsuccessful to date.